Event description:
It was reported that on (B)(6) 2022, occasional episodes of non-sustained rv oversensing were observed. Episodes were noted with pseudo-pseudo fusion beats. Programming changes were made. The premature ventricular contractions (pvc¿s) were occurring causing pseudo-pseudo fusion beats and non-sustained rv oversensing. There was no non-sustained rv oversensing noted on a remote transmission on (B)(6) 2022. The patient was stable before during and after the reprogramming. The patient will continue to be monitored remotely and in-clinic per device clinic routine.

Event description:
New information notes another instance of non- sustained rv oversensing had continued to be noted on remote checks. Programming changes were made. Patient was asymptomatic and stable before, during and after reprogramming. Patient will be followed with routine follow-ups.